Event description:
It was reported that the abutment screw (iunihg) loosened. A new screw was placed. Tooth location 10.

Manufacturer narrative:
(B)(4). One certain gold-tite hexed screw was returned for inspection. A visual inspection revealed that the collar and body are noted to be worn, indicating use. The screw head is damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Signs of loosening could not be detected in the provided x-rays. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is therefore non-verifiable. The following sections have been updated. (B)(4).